Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off several times while the customer was sleeping. The customer's blood glucose level was 600 (mg/dl) with moderate ketones and a manual injection was administered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the customer by charging the device. Reportedly, following each event, the customer charged the pump and resumed insulin delivery. Recommendation was made to the customer to charge pump more frequently.